Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd dyndtc5081b - 8"IV ext set ndle free v slide clmp m/lu had flow issues it was reported by the customer that concern w/power injection. Issue occurred with a stoke patient involved and set is not power injection rated and caused an extravasation on this stroke patient. I am not going to pretend what that means. But we have pulled all of these off the shelf and now have the b braun product in." Verbatim: rcc received a complaint via email. Email(s) attached. Concern w/power injection. Issue occurred with a stoke patient involved and set is not power injection rated and caused an extravasation on this stroke patient. I am not going to pretend what that means. But we have pulled all of these off the shelf and now have the b braun product in."

Manufacturer narrative:
It was reported by the customer that concern w/power injection. Issue occurred with a stoke patient involved and set is not power injection rated and caused an extravasation on this stroke patient. Eight samples of extension set dyndtc5081b was submitted for quality evaluation. The extension sets were visually inspected and no damages or abnormalities were identified. The extension sets were then connected to a sample infusion set and primed using water. A simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. There were no signs of leakage, air-in-line or occlusions for any of the samples submitted. Additionally, the volume dispensed was collected into a graduated cylinder to verify the volume dispensed. The amount of fluid dispensed was accurate. Due to the reported failure not being replicated, a root cause could not be determined. Manufacturing has been made aware of the issue and we will continue to monitor this issue to determine if future action is needed. A device history record review for model dyndtc5081b lot number 23085292 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.